Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, priming and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The motor position encoder error alarm was unable to be verified in the alarm history due to history file overwritten. The excessive no delivery alarm was unable to be tested due to motor error alarm. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer's diabetes instructor reported via phone call motor error alarm on the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error more than once in the last 30 days. Customer received no delivery alarm as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.